Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that during a surgery on (B)(6) 2026 (related manufacturer reference number:3006705815-2026-01268) the cervical lead was pulled out in error. As such, the entire system was explanted to address the issue.